Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced repeated recoverable error 23087 on universal surgical manipulator (usm) 1. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was confirmed as 08-november-2025. The issue was identified prior to the start of the procedure and administration of anesthesia. The customer utilized another da vinci system to complete the procedure robotically. There was no surgical procedure delay as a result of the issue. A video recording of the procedure was not available for further review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 23087 was found indicating encoder errors on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the error 23087 was triggered, indicating faults on degrees of freedom (dof) #6, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where "hall calibration" was found to be failing on dof 6. Once testing was completed, the instrument sterile adapter (isa) board, the axes controller, carriage logic (accl) board and the carriage gearbox assembly were aba tested and verified to be the source of the fault.